Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that during an infusion an error came up on the 8100 device that displayed error 13-1033-149 and shut down the alaris system. The customer reported the event caused harm to the patient, but did not provide specific information on how the patient was harmed.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 01/29/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6))6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of display error 13-1033-149 could not be confirmed; no product or device logs were returned for investigation the reported issue that the pump had a display error 13-1033-149 could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported that during an infusion an error came up on the 8100 device that displayed error 13-1033-149 and shut down the alaris system. The customer reported the event caused harm to the patient, but did not provide specific information on how the patient was harmed.